Manufacturer narrative:
(B)(4). No product will be returned per the customer. The complaint of a set with a balloon in the silicone segment near the upper fitment was confirmed per photos received from the customer. The root cause of this failure was not identified. .

Event description:
Customer reported a set with a balloon in the silicone segment near the upper fitment. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.